Manufacturer narrative:
The tech found the screws for the hex rod and the brake linkage assembly was broken. The head of the screws were broken off causing the rest of the brake linkage to be out of adjustment and hitting the base frame weldment. The tech also found two casters were defective preventing the caster swivel from holding on the foot end casters. The tech replaced the hex rod and the casters to repair the stretcher.

Event description:
Info received indicates the brake is not engaging.